Event description:
It was reported that when using the bd pyxis¿ es server, a single patient's orders were not crossing over to the pyxis system. The customer reported that two medication orders were not crossing. An error message was displayed stating, "patient order may not be current." Additionally, the customer was unable to populate the patient area and room number, indicating that the station was not communicating with their system. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, technical support specialist (tss) investigation found all stations showing offline on rss; however, upon dialing into server vib-pyxes-app (2019 prod app), patient records were accessible under patients/visits and orders, though linked to a different facility (vibra houston medical center). Contacted customer to verify location and affected station, but confirmation could not be provided initially. Follow-up communication concluded with customer confirming the facility is no longer using pyxis and requesting case closure, which was acknowledged and approved. The system functioned as intended after the technical support specialist (tss) investigated the device.